Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, weakness generalised, headache, blurred vision and intubation. Patient had CT abdominal pelvis with no acute processes. Pt has had multiple ultrasounds starting (B)(6) 2011 and another u/s today with no abnormal findings. Previously administered products included for an unreported indication: zolpidem and medroxyprogesterone. Concurrent conditions included anxiety, depressive disorder, back pain, allergic rhinitis, asthma and chronic insomnia. Concomitant products included bupropion hydrochloride (wellbutrin), ibuprofen, ibuprofen (motrin), medroxyprogesterone and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/ psych injury") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), fatigue ("fatigue"), abdominal pain ("pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, depression, anxiety, fatigue, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: also within the container are two silver metallic coiled portions of hardware that each measure 2.5 cm in greatest dimension. As per mr-discrepancy regarding pregnancy confirmation during essure removal date on (B)(6) 2014. She received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.; on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: result not provided. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : pelvic pain, abdominal pain, depressive disorder, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "pelvic pain and abdominal pain was changed to recovered/resolved". Lab data updated to essure confirmation test conducted "yes". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain pelvic') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, weakness generalised, headache, blurred vision and intubation. Patient had CT abdominal pelvis with no acute processes. Pt has had multiple ultrasounds starting (B)(6) 2011 and another u/s today with no abnormal findings. Previously administered products included for an unreported indication: zolpidem and medroxyprogesterone. Concurrent conditions included anxiety, depressive disorder, back pain, allergic rhinitis, asthma and insomnia. Concomitant products included bupropion hydrochloride (wellbutrin), ibuprofen, ibuprofen (motrin) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain ("pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain was resolving and the genital haemorrhage, depression, anxiety, fatigue, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: also within the container are two silver metallic coiled portions of hardware that each measure 2.5 cm in greatest dimension. As per mr-discrepancy regarding pregnancy confirmation during essure removal date on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. In (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records: pelvic pain, abdominal pain, depressive disorder, anxiety quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet and medical records received : incident category updated. Event ¿complication associated with device¿ was replaced with the events given in the pfs. Events added- genital haemorrhage, depression, anxiety, fatigue, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia,. Outcome of events ¿ pelvic pain, abdominal pain¿ updated to ¿recovering / resolving¿. Essure insertion and removal date updated. Concomitant and historical products added. Patients medical history and concurrent conditions added. Lab details updated. Reporter information, patient details, product indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.